Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. The explanted device was not available to be returned for evaluation as it was disposed of at the implanting center. A correlation between the device and the reported ischemic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was critically ill (intermacs 1 status) pre-implant and was in cardiogenic shock requiring a temporary, percutaneous lvad at the time of implant. It was also reported that the patient's heart was very frail and extra felt pledgets were placed during the implant. On post-operative day 1, the patient suffered an ischemic cerebrovascular accident. The family elected to withdraw support on (B)(6) 2016 as it was not clear how much residual neurological function the patient was going to have. No additional information was provided.